Event description:
The event occurred in the us. It was reported that the error message ¿tbmp¿ was displayed on the rotaflow console (rfc) and the device was shut down during treatment. Furthermore, the used rotaflow drive (rfd) with s/n (B)(6) started also to overheat. The affected rfd will be handled in complaint ot (B)(4). The device was replaced with another one as a precaution with no consequences for the patient. No harm to any person has been reported. Due to the reported shut down during use and the exchange of the device a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿tbmp¿ was displayed on the rotaflow console (rfc) and the device was shut down during treatment. Furthermore, the used rotaflow drive (rfd) with s/n (B)(6) started also to overheat. The affected rfd will be handled in complaint ot 1109199. The device was replaced with another one as a precaution with no consequences for the patient. No harm to any person has been reported. Due to the reported shut down during use and the exchange of the device a report is required. A getinge field service technician (fst) was on site for investigation and the reported failure could not be reproduced. The rotaflow console was tested over and neither abnormalities nor any evidence of any failure or incorrect function were found. As a precaution the batterypack ni-cd 24v 132wh (rfc) (article number 701017188) and the rf power supply pcba (printed circuit board assembly) (article number 701011675) have been replaced. The device was put back in use. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "tbmp error/shut down" can be linked to the following most possible root causes according to the rotaflow risk management file. Over temperature condition in the device, e.g.: increased heat generation due to short circuits. Heat accumulation. Device used out of specification. Charging of battery. Pump stop intervention after technical error (e.g. Pump runaway, error head). Wrong intervention limits. Unintended rpm change by user. The review of the non-conformities has been performed on 2024-08-28 for the period of 2013-10-30 to 2024-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2013-10-30. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.